Event description:
Patient reported, the stimulation is set to levels that make balance and coordination very difficult to walk via MFR pt survey. No report of device explantation. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional info is rec'd. Refer to medwatch report #3004209178200700793.